Event description:
It was reported that the harmonic scalpel would not shut off after trigger release. There was no surgical delay, medical intervention, or adverse consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a generator using the appropriate hand piece. The scalpel was tested and passed the initial testing using the foot pedals. The device was successfully activated with the foot pedals. Each time the min and max pedal was pressed, the device activated and at no time during testing did the device stop working or emit any adverse noise. However, the min button was sticking to the 'on' position, and the device was still activating momentarily once the min button was released. Inspection of the membrane switch revealed the min button was damaged. The membrane switch assembly min button board was observed to be placed inside of the grooves incorrectly, causing damage to the min button. The most likely root cause of the reported event is improper membrane switch assembly placement inside of the handle during device assembly. Action is being taken to address this issue, and the reported event will continue to be monitored through post-market surveillance.